Event description:
It was reported that a spectrum pump's keypad had a delayed response. It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found to be out of specification in relation to the reported symptom, which was reproduced. Delayed keypad response was confirmed and was determined to be caused by a failed processor printed circuit board (pcb) assembly. A delayed keypad response of approx 3 seconds was observed during testing. Limiting keypad functionality. The failed processor printed circuit board (pcb) assembly was replaced.